Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve the reported issue, the representative replaced the collimator. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator was returned to the manufacturer for evaluation. Testing found that the collimator did not meet the required stroke error requirement. Further investigation found a loose set screw on the aluminum cylinder which was found to be the root cause of the anomaly. This indicated a mechanical failure due to a loose screw.

Event description:
A medtronic representative reported that, when moving the imaging system, a collimator error appeared when the interface (umbilical) cable was plugged back in. No additional information was provided. There was no patient present when this issue was identified.